Event description:
A male patient was admitted due to stenosis of the right internal carotid artery. The lesion was mildly calcified and 95% stenosed. The target lesion vessel diameter was 8mm. An angioguard device was placed beyond the lesion and the lesion was pre-dilated with an 3.5mm balloon (brand unk) at 7atm. During pre-dilation, the patient developed bradycardia/asystole for a short period of time; however, the symptoms resolved without treatment. A 9.0 x 30mm precise stent was successfully deployed at the target lesion. The stent was post-dilated with an 5mm balloon (brand unk) at 12 atm. After post-dilation, the patient developed a transient ischemic attack (tia) with symptoms of slow response and paralysis on the left side of his body. The angioguard was removed with no debris present in the filter basket. He recovered from the symptoms of the tia without treatment later that day. After the procedure, the patient's blood pressure dropped to 75/50mmhg. He was treated with dopamine hydrochloride and amezinium metilsulfate. His blood pressure returned to normal three days after the index procedure. The patient was discharged with no neurological symptoms. Additional information will be provided within 30 days of receipt.